Event description:
It was reported that the arthroplasty was revised due to femoral and acetabular loosening. No evidence of mfg related failure. All components were revised. The components were implanted in situ for 2.7 y. The pt presented with a ucla score of 3 three months prior to revision surgery.

Manufacturer narrative:
D4-catalog numbers and lot codes of other devices listed in this report: cat # 6302-5-073 lot #vtgoa description: sys 12 28mm 10d duratn ins p3. Cat # 6302-1-052 lot #gigpc description: vitalock cluster shell 52mm. Cat # 6264-5-128 lot # caljt description: 28mm std 5-40 taper vit head. It is not known at this time which, if any of these devices may have caused or contributed to the event. Note: medical records and x-rays were not provided to strkyer for review.